Event description:
It was reported that during a right knee arthroplasty while the surgeon was trying to extract the hinge pin, two torque drivers fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen rotating hinge knee driver for locking screw catalog #: 00588102600 lot #: ni. The complainant indicated that the product would not be returned to zimmer biomet for investigation, as the device was discarded. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. Multiple MDR reports were filed for this event; please see all reports associated with this procedure: 0001822565-2023-01211, 0001822565-2023-01212. H3 other text : insufficient information.